Event description:
It was reported that during an ureteroscopy with laser procedure, the basket would not work. The target lesion was in an unspecified ureteral location. An escape basket - 120cm had been selected to treat the target lesion. "During the procedure, they tried it two times and then the device would not work." The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".